Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left part of the heart. A 3.00mm x 8mm nc emerge balloon catheter was advanced for dilation. It was noted that the hypotube was bent and seemed to be fine, so it was advanced into the guide catheter. However, the physician did not feel it right, so the device was pulled back. As the device was pulled back, the balloon catheter broke inside the guide catheter and only half of it came out. The guide catheter was then pulled out. A second guide catheter was then used with another balloon to complete the procedure. There were no patient complications reported and the patient's status was fine.